Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter was not powering on when she tried to test her blood glucose. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on (B)(6) 2012 at 1pm, the alleged issue occurred. The patient reported using self adjusting humalog insulin to manage her diabetes. It is unclear if the patient made any changes to her usual diet, activity level or medications on the day of the alleged issue. The patient reported after a couple hours, she developed symptoms of "dry mouth, increased urination" and associated these symptoms with high blood glucose. The patient reported on (B)(6) 2012 at 6pm, she obtained a reading of "471mg/dl" on her back up onetouch ultramini meter and administered 12 units of humalog. At the time of troubleshooting, the cca determined the subject meter battery did not need to be replaced. The cca noted this was not the first time the meter had been used, and there was no misuse of the meter. The patient was found to be using the correct test strips. The alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient reported due to the alleged issue, she developed symptoms suggestive of hyperglycemia and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.